Manufacturer narrative:
The primary complaint of the on/off button working intermittently was confirmed during functional testing. To resolve the issue the power switch cable was replaced. Visual inspection was performed and found the top cover and front enclosure cracked. Further investigation during functional testing was performed and found (unrelated to the complaint) one of the load cells not functioning properly and the clutch plate needed deburring. No other significant problems were found during a review of the archive data. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover, front enclosure, and load cell single point were replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Manufacturer narrative:
The primary complaint of the power button working intermittently was confirmed during functional testing. To resolve the issue, the defective power switch cable was replaced. Further evaluation also found (unrelated to the reported complaint) top cover and front enclosure cracked, a sticky clutch, and one of the load cells not functioning properly. Review of the archive data found no significant issues. The autopulse platform is a reusable device and was manufactured in 2015. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the power button on the autopulse platform (s/n: (B)(4)) intermittently does not function as intended. According to the reporter, the power button has to be pressed approximately 9-10 times for it to work proper. No further information was provided. There was no report of patient involvement.